Event description:
A hole was found in a sterile irrigation drape. It appears to have melted. Testing of three separate warmers confirmed the temperature was stable and within tolerance.======================manufacturer response for warmer drape, o.r. Solutions (per site reporter).======================manufacturer provided the return goods authorization (rga) number for product return analysis.======================manufacturer response for warming unit, o.r. Solutions (per site reporter).======================manufacturer provided testing guidelines to test the three units that the drape could have possibly been used. No testing discrepancies were noted. All units were within tolerance. The temperature was 118-122 degrees fahrenheit.